Event description:
It was reported that the patient experienced muscle stimulation. The lead was exhibiting a capture threshold of greater than 5 v, unipolar impedance of 274 ohms, and was possibly microdislodged. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.